Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not go up. Upon troubleshooting fse checked the system and confirmed that there was a problem with the mpdu front f2(1a, 240v). Fse replaced fuse f2 and pcm board. After replacing the fuse and pcm board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not power on. The system was not in clinical use at the time of the event. There was no report of harm. Philips has started an investigation of this complaint.